Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited an helix mechanism issue and the rv lead was found displaced from it's location. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray examination of the inner coil found no anomaly inside the connector region but helix stretched/bent consistent with procedural damage. The cause of the reported events was isolated to the helix being stretched/bent and clogged with blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.